Event description:
This was attempted to be implanted on (B)(6) 2010 and failed due to high dfts. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).